Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing (B)(4).

Event description:
Device 4 of 4. Reference MFR. Report# 3006705815-2017-00131; reference MFR. Report# 1627487-2017-00751; reference MFR. Report# 1627487-2017-00752. It was reported the patient experienced staphylococcus infection at the lead site. As a result, the scs system was explanted. During the procedure, the ipg was also electively explanted. The patient was prescribed antibiotics. Reportedly, the patient is stable following the procedure.

Event description:
Device 4 of 4. Reference MFR. Report# 3006705815-2017-00131, 1627487-2017-00751, 1627487-2017-00752. The reported issue is now resolved.